Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Manufacturer narrative:
The description of the event and the logfile sent provided a basis for the investigation. All information available have been analyzed regarding indications for the reported device switch off. The control board was not requested as in context with similar cases the sporadic symptom was not reproducible under laboratory conditions. The interrupted device internal communication could be confirmed on the basis of the logfile provided. It caused the ventilator unit and the gas mixer to perform an emergency shutdown to monitoring mode where automatic ventilation and fresh gas delivery are not available. The shutdown was accompanied by corresponding alarms (gas+vent fail). The ventilator unit could restart its communication but gas mixer communication was not established again. The device alarmed for "gas mixer fail". After the device had been rebooted the pre-operation selftest was successfully completed. The root cause for the reported symptom could not be determined as the device behavior was not reproducible and logbook entries indicating gas mixer problems were not found. As the same control board is mounted in other components without showing the same symptoms a general design failure can be excluded. It cannot be excluded that the reported symptom was caused by electromagnetic disturbances. In case internal communication problems are identified the device generates corresponding alarms and switches to monitoring mode. Manual ventilation remains possible. The complaint rate is considered acceptable. The investigation report recommends to replace the control board of the ventilation gas controller as a precautionary measure in case the symptom reoccurs. Additionally the facility should be checked for any electromagnetic disturbances.

Event description:
It was reported that the device switched off during ventilation.